Event description:
The customer stated she was hospitalized for high blood glucose levels of 574 mg/dl. The customer stated she also experienced high blood glucose levels the day prior to being hospitalized. Troubleshooting was performed, and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.